Event description:
It was reported that a trained physician attempted arteriotomy closure of the cfa using the starclose device after an interventional procedure. Reportedly, a couple of days after vessel closure, the pt developed pain in the legs with walking. A doppler ultrasound revealed high gradient in the sfa. In 2007, an angiogram was performed which revealed that the starclose clip was attached to the back of the vessel wall, causing the vessel occlusion. The clip was removed and hemostasis was achieved surgically. No add'l info is available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.